Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: hh9020tdd, lot#serial#: (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient stated it had been taking forever for the handset to connect to the pump. Agent reviewed how to clear data from the app. Patient confirmed they were able to successfully connect and deliver a bolus. The troubleshooting steps that were taken on the call resolved the issue. 2025-06-11, lfc (hcp): additional information was received from the healthcare provider (hcp) reporting that the patient's programmer software version was unknown. Information was omitted and split into pe 706033027 (granuloma).